Event description:
It was reported the pt observed a "low ipg battery" flag due to passivation. Sjm rep cleared the flag and it not re-appeared since. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.